Event description:
The customer reported the unit does not work when it is in a lateral position.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. System performed as intended.